Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit alarmed and the "pump not primed" lamp was on. The perfusionist (ccp) turned it from "standby" mode and back a couple of times and the alarm went away. After the case, they went to defrost and the alarm came back and the unit would not defrost. The device was not changed out, as they reset the unit and it worked fine for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the customer, this has been an ongoing issue for a while. They have been able to re-set the unit in the past and use. The field service representative (fsr) confirmed the reported issue. The fsr found the cooler heater unit alarmed "pump not primed" when defrost mode was selected. The fsr checked the main connection p5 water pressure switch and reseated the connector. The unit enters all modes of operation with no alarms. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.